Event description:
During a paroxysmal atrial fibrillation procedure, after pfa ablation of the right superior pulmonary vein, the physician noted difficulty with moving the catheter within the sheath. The catheter was removed and damage and small particles were observed protruding through the material on the catheter at the deflection area. The catheter was replaced and the procedure was completed with no adverse patient consequences.